Event description:
On (B) (6) 2008, the pt was implanted with two gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. The procedure went as planned with great results. On (B) (6) 2009, a computed tomography angiography (cta) was performed on the pt, and the physician suspected a type ii endoleak with no aneurysmal sac growth. He also noticed the distal end of the trunk-ipsi appeared invaginated. The pt is doing fine and has no adverse symptoms. The physician will monitor the pt and perform another cta in 3 months. No reintervention is planned.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork and sterilization records verified that this lot met all pre-release and quality control testing specs.